Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case, and ventricular output connector were broken. It was also noted that the two side bail covers were broken, the ring cover was broken, the lead flex cover was broken, one side bail was missing, and the ring was missing. (B)(4).

Event description:
It was reported that the ventricular terminal and the case of the external pulse generator were both damaged. The generator was returned for service. No patient complications have been reported as a result of this event.